Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. The customer provided their reprocessing steps. The scope's air-feeding function and ob lens-cleaning function were inspected prior to procedure. The customer completed reprocessing in accordance with the instructions for use. Water and air were flushed to the air/water channel by using the air/water channel cleaning adapter (mh-948). Additionally, the scope was pre-cleaned immediately after the procedures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end cover had dents and scratches, the bending section glue was cracking on the insertion tube side, the air/water supply nozzle was clogged with foreign material, and the control knob had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had an error that stated the air/water channel was blocked. The issue was found during reprocessing. Inspection and testing of the returned device found that the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.